Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 180-01-56 crown cup, cluster-hole gr.56 3690016.

Event description:
It was reported that this male patient's hip was revised approximately 8 years 6 months post op. In 2015, the patient had a hip prosthesis cup from exactech implanted on the left. In preparation for the implantation of a hip prosthesis on the right in 2022, a decentration of the inlay on the left was already noticed. Since the patient was symptom-free, the implantation was initially carried out on the right and check-ups on the left side were agreed every 6 months. As part of the manufacturer's recall and the planned check-ups, the patient presented for further check-ups. The x-ray and CT scan showed a clear decentration of the prosthesis head and minor osteolysis in the acetabulum as signs of inlay wear. With now increasing, mild complaints on the left side, the inlay was changed to a vit e-hardened, specially approved inlay (novation xle, neutral liner, group 3, 36 mm). As part of the replacement operation, in addition to the inlay exchange, the firm integrity of the socket was determined, the cysts in the socket were cured and filled using hydroxyapatite + calcium (ceramic bone void filler) and the prosthesis head was replaced..

Manufacturer narrative:
H3: based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a component having a shelf age of greater than 2 years. The most likely cause for the revision reported due to prosthesis wear/osteolysis is a combination of the risk factors specified in an hhe. However, this cannot be confirmed because the devices were not available for evaluation, and no images or radiographs were provided.